Event description:
It was reported the pt has not charged his scs ipg for about 6 months and the device is now inoperable. The pt is to consult with the physician regarding surgical intervention.

Manufacturer narrative:
Correction/removal number: 1627487-05242011-002-r. This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.